Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08063. It was reported that balloon removal difficulties were encountered. The target lesion was located in ostial anterior interventricular (iva) artery. A 3.50x16mm synergy¿ drug-eluting stent was advanced to treat the lesion. The balloon was inflated twice at 18 atmospheres for 60 seconds and the stent was then deployed near the ostium of a previously implanted stent. The balloon deflated but formed a "corolla" at both ends of the balloon and the balloon was unable to be removed. The physician used a 2.00 balloon catheter to catch the stent delivery system (sds) shaft in the guide catheter. The sds and guide catheter were removed from the patient's body together. A 3.00 x 24 synergy¿ drug-eluting sds was advanced to treat the lesion and the stent was deployed at 18 atmospheres. The balloon was then deflated but it also formed a "corolla" at both ends and had removal difficulties. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous, mr, 3.0 x 24mm stent delivery system (sds) was returned without the stent. The device was inserted into a 0.071¿¿ guide catheter, with a 0.014¿¿ guide wire inserted. The stent was deployed during the procedure and therefore not returned. A visual examination of the balloon of the returned device was exposed at the distal end of the guide catheter however, the proximal end of the balloon was not visible (proximal markerband was not visible). The balloon was subjected to positive pressure and was deflated. The balloon wings were open and relaxed. There was evidence of slight creasing of balloon material at the distal end of the balloon. The proximal balloon end was relaxed and the wings were open no creasing of balloon material or damaged noted. In order to determine if there was an issue with the device withdrawing from the guide catheter the balloon needed to be inflated and then deflated. To inflate the balloon, the balloon was pulled in a distal direction out of the guide catheter and using a hand held encore inflation device the balloon was inflated to rated burst pressure (rbp). The balloon inflated with no issue. The balloon deflated in 6 seconds using stop watch. After the balloon was deflated the entire device was pulled in a proximal direction from the guide catheter, there were no restrictions or issued noted during withdrawal of the device. A visual and tactile examination found multiple hypo kinks along full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause has been determined to be use/user error as the balloon was inflated over the rated burst pressure and the dfu states: "balloon pressures should be monitored during inflation. Do not exceed the rated burst pressure as indicated on the product label. Use of pressures higher than specified on the product label may result in a ruptured balloon or shaft. This may result in potential intimal damage, dissection or vessel rupture.¿¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08063. It was reported that balloon removal difficulties were encountered. The target lesion was located in ostial anterior interventricular (iva) artery. A 3.50x16mm synergy¿ drug-eluting stent was advanced to treat the lesion. The balloon was inflated twice at 18 atmospheres for 60 seconds and the stent was then deployed near the ostium of a previously implanted stent. The balloon deflated but formed a "corolla" at both ends of the balloon and the balloon was unable to be removed. The physician used a 2.00 balloon catheter to catch the stent delivery system (sds) shaft in the guide catheter. The sds and guide catheter were removed from the patient's body together. A 3.00 x 24 synergy¿ drug-eluting sds was advanced to treat the lesion and the stent was deployed at 18 atmospheres. The balloon was then deflated but it also formed a "corolla" at both ends and had removal difficulties. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08063. It was reported that balloon removal difficulties were encountered. The target lesion was located in ostial anterior interventricular (iva) artery. A 3.50x16mm synergy¿ drug-eluting stent was advanced to treat the lesion. The balloon was inflated twice at 18 atmospheres for 60 seconds and the stent was then deployed near the ostium of a previously implanted stent. The balloon deflated but formed a "corolla" at both ends of the balloon and the balloon was unable to be removed. The physician used a 2.00 balloon catheter to catch the stent delivery system (sds) shaft in the guide catheter. The sds and guide catheter were removed from the patient's body together. A 3.00 x 24 synergy¿ drug-eluting sds was advanced to treat the lesion and the stent was deployed at 18 atmospheres. The balloon was then deflated but it also formed a "corolla" at both ends and had removal difficulties. The procedure was completed. No patient complications were reported.